Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
(B)(4) ¿ the dentist reported that had to remove dental implant during its installation surgery because it did not achieve a good primary stability. Moreover, the patient presented insufficient bone quality/quantity (bone type ii).